Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 558 mg/dl and a fever. Customer was treated with intravenous acetate and a manual insulin injection. Reportedly, intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. Technical support performed a pump system check and verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Remove 2993; add 2423 remove 2993; add 2423.